Manufacturer narrative:
(B)(4). Batch # m54z6d. Additional information was requested and the following was obtained: were the staples visualized? If so, what was their form? ¿yes, correct b shape form. Did the surgeon have visualization of the tip of device when firing? - yes. Was the vessel within the cut line on jaws? ¿ renal artery was placed right in the middle of jaws. Were clips used in the surgical procedure?- no. Was any extraneous tissue in jaws at time of firing? ¿ no additional tissue was seed at the time of firing. What is the current patient status? ¿ patient is in healthy condition, left hospital. The analysis found that one pve35a device was returned in good visual condition and with two cartridge reloads present. Cartridge (b, c) vasecr35, m53x44 were received fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a donor nephrectomy procedure, first reload was used during vein resection and everything went well, staples were formed correctly. Second resection was done over artery and staples did not hold thus bleeding occurred; during artery resection stapler cut but did not staple, thus ending up with bleeding. Converted to open to complete the procedure. Twenty minute delay. Due to severe blood loss, patient's life was in threat. Patient is in critical condition in the ICU.